Event description:
Shover produced metal shavings during use. Shavings removed immediately by physician. (Shaving in knee joint) shaver showed wear from rotation when removed from knee. Shavings removed via irrigation.